Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at the time of the event. Details are listed in the article. Section b3: date of event has been listed as 01dec2019 as patients were planted between may2011 and dec2019. Author information: efimova, e., zeynalova, s., eifert, s., dashkevich, a., borger, m. A., meyer, a. L., garbade, j., darma, a., bode, k., & arya, a. (2024). Echocardiographic predictors of ventricular arrhythmias in patients with left ventricular assist devices and implantable cardioverter-defibrillator. Journal of cardiovascular electrophysiology, 36(2), 387¿395. Https://doi.org/10.1111/jce.16539. Department of electrophysiology, leipzig heart center, leipzig, germany; institute of medical informatics, statistics and epidemiology, university of leipzig, leipzig, germany; department of cardiac surgery, university clinic of cardiac surgery, leipzig heart center, leipzig, germany; department of cardiac surgery, heidelberg university hospital, heidelberg, germany; department of cardiac surgery, klinikum links der weser, bremen, germany; department of cardiology, university hospital halle, martin-luther university halle-wittenberg, halle (saale), germany. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the research article ¿echocardiographic predictors of ventricular arrhythmias in patients with left ventricular assist devices and implantable cardioverter-defibrillator¿ identifying that heartmate 3 (hm3) may be associated with arrhythmia, right ventricular dysfunction, interventricular septal shift, suction events, and death. This retrospective study evaluated 264 patients with a pre-existing implantable cardioverter-defibrillator (ICD), including single chamber ICD (n = 101), dual chamber ICD (n = 39), and cardiac resynchronization therapy with defibrillator (crt-d) (n = 124), who underwent left ventricular assist device (lvad) implant between may2011 and dec2019 to evaluate the predictive values of preoperative echocardiographic (echo) parameters for occurrence of ventricular arrhythmias (va) in these patients. Of the 264 patients who underwent lvad implant, 154 had a heartware hvad, 21 had a heartmate ii, and 89 had a hm3. Results were not specified by lvad type. The patients were predominantly male (89%) with nonischemic cardiomyopathy (nicm) and a mean age of 59 years. Only episodes of monomorphic ventricular tachycardia (mvt), polymorphic ventricular tachycardia (pvt), and/or ventricular fibrillation (vf) terminated by appropriate ICD therapy via anti-tachycardia pacing or shock were analyzed. Echocardiographic parameters were compared in patients with and without vas prior to lvad implant, at 1-month post-implant, and at 1 year post-implant. To clarify the possible relationship with the extent of left ventricular (lv) unloading and the occurrence of va, transthoracic echocardiography (tte) of the position of the interventricular septum (ivs) was assessed at 1 month pre-implant, 1-month post-implant, and at 3-month intervals thereafter. A total of 102 patients (39%) with and without vas had appropriate ICD interventions in the first-year post-implant, with interventions occurring for mvt in 100 patients, pvt and vf in 27 patients, and both vas in 19 patients; of note, these categories were not mutually exclusive. Mean time from lvad implant to first va episode in the first-year post-implant was 83 days. Atrial fibrillation was also noted to have occurred in a total of 194 patients, occurring in 80 patients with post-lvad vas and 114 without post-lvad vas (p = 0.15). A total of 55 patients passed away within a year of lvad implant, 18 patients with post-lvad vas and 37 without post-lvad vas: no impact of vas on mortality in the first year after lvad implant was found (p = 0.31). Echo results found that an increased pre-implant lv end-diastolic diameter (lvedd) >= 72mm predicted the occurrence of vas after lvad implant in patients with ischemic cardiomyopathy (p = 0.012), while a larger pre-implant right ventricular end-diastolic diameter (rvedd) >= 46mm was predictive in nicm patients (p = 0.004). Pre-lvad vas were the most significant predictor of post-lvad vas in nicm patients. A larger rvedd at 1-year post-implant was highly associated with va in the first post-implant year (50mm in those with post-lvad vas vs. 45mm in those without post-lvad vas, p = 0.001). The reduction of rv diameter >= 2mm at the 1-year follow-up was significantly associated with fewer vas in the first post-implant year (p = 0.032). All patients demonstrated a significant decreased in lvedd as well as a reduction of severity of mitral regurgitation and tricuspid regurgitation during the 1-year follow-up period, reflecting lv unloading through the lvad. A significant decline of right ventricular-right atrial (rv-ra) pressure gradient was observed on the total patient population on the first post-implant echo (p < 0.001) that remained static over the remaining follow-up period (p = 0. 08). Despite this rv-ra gradient pressure reduction, rvedd overall did not change significantly in the first post-implant year. Nonetheless, rvedd overall showed a trend to reduction at first post-implant control (p = 0.05) as well as at 1-year (p = 0.06). A small but statistically significant reduction of tricuspid annular plane systolic excursion (tapse) after lvad-implant was noted in comparison to pre-lvad examination (p < 0.001). By taking rv-ra gradient improvement into account, it was postulated that tapse reduction was more likely caused by the lvad surgery itself rather than a deterioration of global rv function. All other obtained echo parameters were similar in patients with and without vas. Tte assessment results found that 10 patients with post-lvad vas and 19 without post-lvad vas demonstrated a leftward shift of the ivs. At 1-year follow-up, 12 patients from each group demonstrated a leftward shift of the ivs. Nine suction events were also detected during follow-up visits, but only one patient with an hvad had a suction event identified as chronologically related to va. The study concluded that large lv and rv diameters before lvad implant predicted the occurrence of vas after implant in both icm and nicm patients. Persistent rv remodeling post-lvad was also associated with vas.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Additionally, this section (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.